Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device showed the no disposable clamp, tubing alarm. Per reporter, they were unable to resolve the issue. Reservoir volume was 140.6 ml, rate was 6 ml/hour, demand dose was 4 ml. The patient was not medically affected. This event occurred at the patient's home.

Manufacturer narrative:
H6: updated. H3: no product was returned. Based on the review of information provided from the customer and no device was returned for review, a product evaluation cannot be performed to confirm the reported problem. If the product is returned at a later date, the complaint will be reopened and an investigation will be completed.